Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarms were confirmed through the analysis of the log file, but was not reproduced when the returned system controller was tested with laboratory equipment. The log file submitted for review spanned for 1 hour on (B)(6) 2018 and all the events in the log file corresponded to driveline fault alarms with intermittent pwr_a_broken flags. The investigation did not confirm any functional issues with the returned system controller. The heartmate iii controller was returned for analysis. The system controller was functionally tested and found to operate as intended during analysis. From the investigation of the modular cable, the root cause of the reported alarm was determined to be damaged conductors in the modular cable and was not related to the system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2018-04400.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. The lvad modular cable and system controller are expected to be returned for analysis. They have not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system was producing driveline fault alarms. The lvad modular cable and system controller were exchanged. The patient did well during the exchange and was kept overnight for observation. No additional alarms have been reported since the exchange. The lvad modular cable and system controller will be returned for evaluation.